Event description:
The customer reported that most cartridge chemistry qc (quality control) results were out of range on the unicel dxc 600 synchron system during the morning start-up. Subsequent qc repeat of all cartridge chemistries passed except for triglycerides. While troubleshooting for the issue, the customer discovered fluid originating from the reagent probe area. The customer was wearing personal protective equipment consisting of gloves and eye protection during the event and no injury or exposure was reported. The customer had not run any patient samples hence no erroneous patient results were generated. There was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched to the customer's site. The fse confirmed a leak from reagent probe b due to a faulty 2-way solenoid valve. The fse replaced the 2-way solenoid valve to resolve the leak and verified repair per established procedures. Failure mode of the event is attributed to a faulty 2-way solenoid valve. (B)(4).